Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Two viper screws broke during removal. Surgeon was revising an l4-s1 construct, removing existing screws in l4 & s1, reinserting screws @ l4 and placing new screws at level l3 (4 screws total). After removing l4 screws (deemed to be 8x50mm screws) surgeon tapped with 9.0mm screw on both left & right sides and encountered exact same issue on both sides immediately upon introducing screw. The screw reached a point where it seemed to get stuck and the screwdriver made an awful noise that sounded like metal cracking. Upon investigating, in both instances the torque placed on the driver snapped the tulips off of the shank of the screw, leaving only a screw shank in the pedicle.